Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed field ablation (pfa) procedure. The suture of a proglide device was successfully pre-placed. The sheath was upsized to 10f and the pfa procedure was completed. Reportedly post procedure, after advancing the knot, it was noted that the suture partially captured the vessel wall; therefore, hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.